Event description:
It was reported while using bd alaris pump module smartsite blood infusion set a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: after blood product was spiked, a crack in the blood tubing was noted. Blood product was dripping out of tubing. New tubing obtained and no issues noted with new blood infusion set.

Manufacturer narrative:
H6: investigation summary a complaint of tubing being cracked, causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 23015116 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite blood infusion set a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: after blood product was spiked, a crack in the blood tubing was noted. Blood product was dripping out of tubing. New tubing obtained and no issues noted with new blood infusion set.